Event description:
Patient revised due to internally rotated femur and tibia component in varus.

Manufacturer narrative:
Examination was not possible, as the no product was returned. Based on the information provided it appears that implant placement during index surgery was the root cause. The initial report states that is not suspected that the product failed to meet specifications or contributed to the reported event. The investigation could not verify or identify and evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.